Event description:
The customer reported 2 of 3 connectors leaked. The site of leakage was between the connectors and the PICC. The customer provided a video of one of the products leaking. There was no patient harm.

Manufacturer narrative:
Concomitant medical product: bard solo 26 fr triple lumen PICC-bd posiflush normal saline flush syringe, 10ml; lot number 8261613. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported 2 of 3 connectors leaked. The site of leakage was between the connectors and the PICC. The customer provided a video of one of the products leaking. There was no patient harm.

Event description:
The customer reported 2 of 3 connectors leaked. The site of leakage was between the connectors and the PICC. The customer provided a video of one of the products leaking. There was no patient harm.

Manufacturer narrative:
The customer¿s report that two connectors leaked during patient use was confirmed. A video provided by the customer shows a droplet of fluid from the maxplus connector to the non-bd PICC line when an IV push was given; however, the leak was not replicated during functional testing. Dimensional analysis verified the connectors were within specifications. The root cause of this failure was not identified.